Event description:
Visit made to pt residence, started IV site leaked the day before, site assessed, dressing removed, hub intact but catheter missing. Pt sent to ER. X-ray results catheter in pulmonary artery. Plan to have removed via catheterization.